Event description:
A 3.0mm diameter by 9mm length s670 stent delivery system was inserted for treatment of a previously stented lesion in the distal right coronary artery. The lesion was pre-dilated with another manufacturer's 3.0mm ptca balloon. After pre-dilation there was a 10% residual stenosis and a small dissection present. During the attempt to reach the target lesion with the stent delivery system, the stent was reported to dislodge from the delivery balloon. A 1.5mm ptca balloon was inserted and successfully passed to the distal stent and inflated to 12atm in attempts to remove the stent. The attempt was unsuccessful, however, the stent was moved from the distal right coronary artery to the proximal right coronary artery. Subsequently, a guidewire was passed by the undeployed stent, then a 3.0mm ptca balloon was inserted into the proximal right coronary artery. The balloon was then inflated pushing the stent into the wall of the artery. Upon removal of the balloon, the stent fell out of the proximal artery and was lost in the aorta. There was no additional treatment to the target lesion, which was left with the residual 10% stenosis. There is no additional clinical sequelae reported related to the event.